Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure after the lead was placed and sutured with the muscle, low impedance was noted. The lead was removed and replaced with a competitor lead. The patient was in stable condition.